Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment details were not reported. Pd therapy is expected to be discontinued on an unknown date (future dialysis therapy was not reported). Patient¿s recovery status was not reported. At the time of this report, the patient remained hospitalized. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as ¿unsure of the exact occurrence date¿ and ¿patient has been dealing with this for a long period of time¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.